Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The steering chain was replaced and adjusted for proper operation. Steering operates fine. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's steering chain had broken making the system extremely difficult to move. There was no adverse patient involvement reported. There was no patient information reported.